Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6)2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the stimulation was not working for the patient, so the ins was removed. The caller stated that the lead tails were cut to remove the ins from the leads, and then the remaining portion of the leads were left in the patient. No further complications were reported. Follow-up was conducted.